Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during preventative maintenance, an automated impella controller powered on with a system self check failure message. There was no patient involvement at the time of the noted issue.

Manufacturer narrative:
The investigation for the aic self check error has been completed. Data logs were reviewed which found during initial boot-up, the system rebooted automatically due to a continuous powermod_1 communication issue. During the reboot, because of the persistent powermod_1 communication issue, the console displayed the 'system self check failed' screen. This confirms the reported failure mode. The console was returned for evaluation. During bootup, the console rebooted automatically and displayed the "system self check failure" screen. Visual inspection confirmed pbm corrosion. The root cause of the controller error was determined to be pbm corrosion resulting from electrolyte leakage caused by battery failure alarm super caps.